Manufacturer narrative:
(B)(4).

Event description:
It was reported that frequent helium loss alarm 2 occurred on the intra-aortic balloon pump (iabp) during use on patient. The staff checked for any kinking in the tubing, checked for blood traces in the intra-aortic balloon (iab) drive line, and checked for ruptured balloon. The staff also adjusted the timing and verified the position of the balloon, but the problem persisted. As a result, a standby iabp was used to finish the case. There was no report of patient complications serious injury or death.

Manufacturer narrative:
Qn#(B)(4). No iabp part of recorder strip was returned to teleflex chelmsford for investigation. The reported complaint of iabp helium loss alarms occurring every 5 minutes is confirmed based on photos of the pump's alarm history submitted with the complaint. If a part is returned at a later date, an investigation of the sample will be completed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
It was reported that frequent helium loss alarm 2 occurred on the intra-aortic balloon pump (iabp) during use on patient. The staff checked for any kinking in the tubing, checked for blood traces in the intra-aortic balloon (iab) drive line, and checked for ruptured balloon. The staff also adjusted the timing and verified the position of the balloon, but the problem persisted. As a result, a standby iabp was used to finish the case. There was no report of patient complications serious injury or death.